Manufacturer narrative:
The customer did not return the device for evaluation. The test strips associated with the event expired, therefore, in-house test strips from the similar lot could not be used for in-house testing. A device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found. In section h5 of the initial report 'no' was inadvertently selected for 'labeled for single use'. This section has been corrected with 'yes'.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # (d4) was not provided.

Event description:
The customer from united kingdom reported that within 10 minutes she obtained blood glucose readings of 1.8 mmol/l, 1.8 mmol/l, 4.2 mmol/l, and 5.8 mmol/l with the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (model #, catalog # and UDI #) and g4 (510k #) have been updated. Contour® next test strips with sku # 7339, 510k # p160017 and UDI # (B)(4) was distributed outside the us, therefore, no gudid information exists.